Event description:
It was reported that a patient underwent a right ventricular outflow tract procedure with a navistar electrophysiology catheter and suffered a pericardial effusion and cardiac tamponade. The patient's medical history is unknown. A pericardiocentesis was completed. After 3 (three) hours, an echocardiogram was performed and no tamponade was observed. The patient was reported to be in stable condition at the time the complaint was reported. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).